Event description:
There is a watch company (vitaity watches llc) that is making claims that their product (smartwatch) can perform an EKG, test blood pressure, hemoglobin a1c, and various other medical tests that it couldn't possibly do with any level of accuracy. I am fearful that this product is dangerously misleading customers who would; within reason, use this product as a diagnostic device. My mother bought this device to monitor her heart condition and without my intervention would have continued to believe that her heart rhythm was normal when it categorically was not. I believe that without the FDA's intervention this product will lead to serious bodily harm or death of a trusting consumer.